Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter disconnected from the extension tubing. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the extension tubing became disconnected from the IV catheter. Per email: no stat lock was involved. The extension tubing became disconnected from the IV catheter. We do not lot numbers on these, did retain the actual devices.

Event description:
It was reported that unspecified bd¿ catheter disconnected from the extension tubing. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported that the extension tubing became disconnected from the IV catheter. Per email: no stat lock was involved. The extension tubing became disconnected from the IV catheter. We do not lot numbers on these, did retain the actual devices.

Manufacturer narrative:
Investigation: sample and photos were returned. Visual/microscopic evaluation: there was a very small amount damage to the threads of unit one. No mechanical/physical damage was observed outside threads, or the inside rim of the luer adapter. Functional test: a functional assessment of the connection compatibility of the returned units with a lab provided bd luer lok syringe and bs slip luer syringe. There was a successful connection between the returned catheter/adapter assemblies with the bd luer lok syringe and the slip luer syringe. Photos: based on the evaluation of the submitted photo; did not reveal any visible anomalies or damage that would contribute to the alleged defect. The defect reported separation with the adapter/tubing was not identified or confirmed with the returned units. Bd was unable to identify a root cause. DHR was not performed due to unknown lot#.